Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atm. The device was removed using normal method and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.